Event description:
On (B)(6) 2011 patient had surgery to the left second toe using stayfuse mid-phalanx fusion implant 3.8 x 6.0 mm. On post-op visit the implant was seen to be separated. Additional surgery was completed, (B)(6) 2011, to surgically push pieces together to connect or remove and replace. The implant could not be connected so it was removed and replaced with a 4.3 x 6.0 mm stay/fuse nexa orthopedics.